Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: catheter product event summary: data files were returned and analyzed. The log files returned from the field cannot be reviewed to assess embolic stroke, weakness. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure, a couple days later, the patient returned to the hospital with symptoms, including weakness. Magnetic resonance imaging (MRI) confirmed an embolic stroke event. The patient experienced temporary injury, but all symptoms resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Six image files returned from the field were reviewed. All the images showed mapping of treatment with radiofrequency and pulse field on the affera system screen. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.